Event description:
Purchased sensor for diabetes. The unit could not be opened to apply. Tried multiple times. Apparent defect. Tried to call libre customer service and impossible to get a prompt to speak to a person about how to provide information on defect or obtain replacement. FDA safety report ID# (B)(4).